Event description:
On (B)(6) 2025, a patient underwent chronic catheter removal procedure using navarre universal drain and during the removal process, it was reported that the device was allegedly rotating around its axis. It was further reported that the patient allegedly experienced pain. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6fr navarre drainage catheter locking pigtail segment was returned for evaluation. The inner stylet and inner cannula were not returned. Gross visual and functional evaluations were performed. The distal end of the catheter appeared pigtailed. Pigtail thread was noted throughout the distal portion of the catheter. No other anomalies were observed. The exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported device tipped over, failure to unfold and difficult to remove issues for both devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter removal procedure, the device was allegedly rotating around its axis. It was further reported that the patient allegedly experienced pain. Reportedly, pain was caused because the drain did not unfold properly when removing it through the tissue. There was no reported patient injury.